Manufacturer narrative:
In the 3500a initial report, the lot number was unknown. Additional information was received on 03-oct-2023 providing the lot number. Therefore, updated fields d4. Lot, d4. Expiration date, h4. Device manufacture date, b1. Brand name, b4. Catalog and b4. Unique identifier(UDI). A manufacturing record evaluation was performed for the finished device 00001273 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath - small and an air bubble issue occurred. After all the procedures were completed, the physician said that there was air in the syringe when he checked the bleeding from the syringe connected to the side port. When checked, there was an air bubble between the side port and the hemostatic valve, and an air bubble on the outside of the hemostatic valve. There was no evidence of a detached or obviously defective hemostatic valve. Bubbles were aspirated with a syringe from the side port until no air bubbles could be seen. Verification was performed with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The carto vizigo¿ 8.5f bi-directional guiding sheath - small used in the procedure and a sample carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The sheath was moved in and out with a dilator and smarttouch sf catheter. In both cases, air bubbles were observed between the side port and hemostatic valve during insertion and removal. In addition, when the hemostatic valve was dry and wet, the dry valve was more likely to draw in air. Additional information was received. No patient effect was reported. Bubbles were aspirated with a syringe from the side port until no air bubbles could be seen. Rf needle was used. The air bubble issue was assessed as MDR reportable under both of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4). Has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).